Manufacturer narrative:
This right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient during an implant procedure and caused their blood pressure to drop. A tap was performed to remove blood in the pericardium and stabilize the patient. The rv lead was removed and was never in service. No additional adverse patient effects were reported.